Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, 90% stenosed, mid right coronary artery. Predilatation was performed with a trek balloon prior to stenting; however, while advancing the 2.75 x 12 mm xience v stent delivery system, heavy resistance was felt and the sds became stuck in the proximal segment of the lesion and could not be retracted. Fearing a dislodgement of the stent implant, the decision was made to place the stent covering 60% of the lesion. Plain old balloon angioplasty was performed on the remaining 40% of the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.